Event description:
It was reported that the patient had high impedance flagged on his generator. The patient was recently replaced on (B)(6) 2016 and the impedance was good at that time. No known surgical interventions to replace the lead has occurred to date. Attempts at additional information have been unsuccessful to date.

Manufacturer narrative:
Corrected data: reference MFR report # 1644487-2016-02891 reports the allegation on the generator. Previous supplemental MDR #1 inadvertently did not include the reference MFR report # for the allegation on the generator. Corrected data: system diagnostics from (B)(6) 2016 were provided. . Previous supplemental MDR #1 inadvertently listed the date for the system diagnostic test incorrectly as (B)(6) 2016 instead of (B)(6) 2016.

Event description:
Per company representative who was at the explant surgery, system diagnostic and interrogation were performed on the generator at the explant surgery which found the high lead impedance. However, no troubleshooting was performed. Decoder data from the tablet used during the explant surgery shows that the generator was only interrogated and programmed. No system diagnostics were documented to have occurred at the time of explant for the existing generator. Analysis on the returned lead was performed. Based on the findings, there is no evidence to suggest discontinuities in the returned portion of the device. The lead assembly (body) including the electrode array section was not returned for analysis; an evaluation and resulting commentary cannot be made on that portion of the lead. Product analysis of the generator is reported in MFR report # 1644487-2016-02891.

Event description:
Complete lead pin insertion at the implant surgery on (B)(6) 2016 was confirmed by a company operating room specialist. The system diagnostics after the surgery did not indicate any device issue. The lead and generator were replaced on (B)(6) 2016. The explanted lead and generator were received on 12/09/2016. Analysis is underway, but hasn't been completed to date. No additional relevant information has been received to date.